Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and defibrillation lead system exhibited a gradual increase in impedance values. All other lead measurements were stable and within normal limits. The physician elected to closely monitor the patient and keep the lead implanted. Guidant received additional information that the device has reached elective replacement indicator (eri).